Manufacturer narrative:
(B)(4). Batch #t92m7w. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. However, no alert screens were displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the harhd36 was being used during a laparoscopic deroofing of cyst. The surgeon used the device for approximately 1 hr. First they had an error code to clean the shears and reactivate. Then they received a 2nd error code a few minutes later asking to replace shears. Replaced with another harhd36 device to complete the procedure. There was no patient consequence. The procedure was delayed by 4 minutes.